Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the device failed the rotational speed and noise test. The motor and coupling were identified as the faulty components. The device was repaired and returned to customer on (B)(4) 2013. Manufacture date: september 2009.

Event description:
Customer reported the device will not increase speed for power more than 47000 rpm. This is report 1 of 1 for (B)(4).